Manufacturer narrative:
The device was evaluated and repaired by a third party service center.

Event description:
A ventilator was sent to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported incorrectly that a life-threatening event occured. No life-threatening event occurred. This report was filed for a device malfunction.